Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited under-sensing and failed to capture. No intervention was performed. The patient was stable.

Manufacturer narrative:
Implant date is unavailable.